Manufacturer narrative:
The manufacturer did not receive the instrument for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that during surgery on (B)(6) 2016 a fitmore hip stem, extraction instrument, intraoperative broke. It was reported that patient was not harmed and that a medical intervention was not required.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: a fitmore hip stem, extraction instrument (ref. (B)(4) lot. 12.806884) has been received. It has been reported that the instrument was given to the nurse who said it broke during a case. It was reported that patient was not harmed and that the sales rep received no further details. It was later reported that there was no medical intervention required. Review of received data. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the received instrument is broken as the lever is detached. The pin holding the lever is missing. The instrument shows some normal signs of usage and no considerable deteriorations, deformations or imperfections can be seen. Measurements: no measurements can be conducted as the part is damaged. The DHR indicates that all the components met all specifications. Functional test: no function test can be conducted as the part is damaged. Compatibility: no compatibility check can be performed as only one product has been reported. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination showed that the instrument is broken. The detected damage might have been caused by an extraordinary force occurring due to abnormal/off-label use. However, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).